Event description:
During device preventive maintenance, the manufacturers field service engineer (fse) reported the ventilator backup battery was replaced at customer request due to date of 2010. The fse reported with the new battery installed the ventilator did not pass the backup battery performance test. A new backup battery was ordered and replaced to address the battery out of box failure during preventive maintenance service. The backup battery performance test was completed and reported passed. Final applicable testing was completed per operating specifications and passed.